Event description:
It was reported that there was fluid ingress to the mattress. No patient involvement or adverse consequences were reported.

Manufacturer narrative:
Conclusions: customer has been sent a rental unit while investigation is conducted.